Event description:
It was reported via repair work order that the safety bar on the cot was bent and would not allow the cot to be loaded into the ambulance. This caused an injury to the emt. It was reported that the emt was evaluated by a doctor, further information was not provided. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported for the patient.